Event description:
It was reported a pump delivering vasopressin was infusing at 0.5 units/min, (150 ml/hr) with a guardrails max of 0.9 unit/min. While customer was reviewing all infusion data it was noted that there was a time where the pump stopped the infusion but it appears the patient received the medication. There was patient involvement but patient impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.